Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that on (B)(6) 2024, the patient experienced insulin squirts out instead of dripping when priming the pump. No further information available.